Event description:
This regards the oxygen masks that failed on at least two patients. No lubricant is specified for use in the assembly of the gum rubber gasket to the one way valve body. However it was noted that alchol is used in a prior operation in which the bag connector is inserted into the mask. The one way valve subassembly is subsequently inserted into the bag connector. An internal investigation which simulated cauises of one way valve failure was initiatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.